Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is not marketed in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that after using a 21 g x 1.25 in. Bd vacutainer® eclipse¿ blood collection needle, the safety cap will not click over the needle and the needle moves away from the safety cap if extra force is applied by the user. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: twenty four unused samples were returned for evaluation. A simulated use test was performed by hand activating the safety mechanism on each of the returned units. The safety shield was rotated backward with ease with no IV shield lift identified. The safety shield was then engaged over the IV needle. The lock-out features engaged appropriately with no difficulty or defects identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6267603. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.